Event description:
The patient underwent a revision procedure wherein the patients ipg was relocated for an unknown reason. The patient was doing well postoperatively. The patients ipg remains implanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
The patient underwent a revision procedure wherein the patients ipg was relocated for an unknown reason. The patient was doing well postoperatively. The patients ipg remains implanted.